Event description:
A published article was received from our (B)(4) distributor mentioning the following event. It was reported that a patient of (B)(6), scheduled for an anterior and posterior colporrhaphy along with a tummy tuck, with no history surgical, or personal history of importance and with all lab results within normal limits. It was decided to place an epidural catheter at l2-l3 in right lateral and sedation with 2 mg of midazolam. An arrow flextip epidural catheter reached the epidural space without difficulty. The catheter was placed approximately 15 cm into the epidural space. The clinician wanted to withdraw it to 9 cm. The catheter felt as if it were stuck and then stretched and broke leaving a piece within the epidural space. Nothing was observed at the skin level. The clinician decided to place a new braun perfix epidural catheter at t12-l1 to perform the surgery. At the end of surgery, the catheter was removed and the patient was taken to x-ray for performance of a scan. A portion of a catheter was noted between l1 and l4. The neurosurgeon on call was consulted and after taking to the patient, it was decided to surgically remove the catheter. Three hours later, a decompressive laminectomy was performed for removal of the catheter under general anesthesia. There were no complications during the procedure and the patient remains without any neurological sequelae. The patient will be followed up with one year later.

Manufacturer narrative:
(B)(4). The device will not be returned.